Event description:
It was reported that bd insyte autog bc global foreign matter noted on the needle. The following information was provided by the initial reporter: there was also one that has a very small dark spot near the tip of the needle.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information.

Manufacturer narrative:
Investigation results: the complaint of a foreign matter could not be confirmed from the two photographs that were provided for investigation. The photo showed a 22g insyte autoguard device. No foreign matter, damage or defects were identified from the photographs. Although the photographs and manufacturing records do not support the complainant¿s description of the reported event, the complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.